Manufacturer narrative:
The device was not returned for evaluation as it remains in the patient. The images provided show that the fortify core lost approximately 3-4mm in height. The lower screws appear to have backed out, and the lower endplate may have subsided into the vertebral endplate. The exact cause of the reported issue could not be determined.

Event description:
It was reported that a fortify cage lost height post-operatively.